Event description:
It was reported that device's pin broken inside the bolus connector. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged remote dose connector. There was no evidence in the event history log. Functional testing was able to verify the reported problem, along with a damaged dso seal. The remote dose connector and the dso seal were replaced as they were determined to be the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.